Event description:
Loss of osseointegration. Since the health effect clinical code 1971 was missing in the initial report, it has been included in an update that is provided in this follow-up report. The material number has been updated, which is reflected in this follow up report.

Manufacturer narrative:
Since the health effect clinical code 1971 was missing in the initial report, it has been included in an update that is provided in this follow-up report. The material number has been updated, which is reflected in this follow up report.

Manufacturer narrative:
Since the health effect clinical code 1971 was missing in the initial report, it has been included in an update that is provided in this follow-up report.

Event description:
Loss of osseointegration. Since the health effect clinical code 1971 was missing in the initial report, it has been included in an update that is provided in this follow-up report.